Manufacturer narrative:
The rapid infuser, ri-2 and associated disposable set have been returned to belmont for investigation; evaluation of the unit is in process. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is not enough information available at this time to determine the root cause of the reported over temperature alarm. It was reported that there was no injury to the patient. The manufacturing records for this serial number were reviewed and no anomalies were identified. A follow-up report will be provided upon completion of the investigation.

Event description:
Belmont's distributor received a report from the user facility that a burning odor was noted after infusing 8000ml of prbcs and warmed plasma.